Event description:
The surgeon inserted a aa4204vf single piece silicone lens. The lens tore upon insertion into the eye. The lens was removed with out enlarging the incision. No patient injury. The cause of the lens tear was due to loading error.

Manufacturer narrative:
Results - visual inspection of the returned product showed that both lens haptics were torn off and missing and the lens optic was torn. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.